Event description:
It was reported that the patient presented remotely via merlin.net with the episodes of non-sustained right ventricular oversensing. Upon review stored electrocardiograms, the implantable cardioverter defibrillator exhibited undersensing. The patient was brought into the clinic on (B)(6) 2017 and the device was reprogrammed. No further episodes were noted and the patient was stable.